Event description:
It was reported that the right atrial (ra) lead dislodged. Repositioning was attempted in several locations, but the lead dislodged every time. The lead was explanted and replaced. After removed, it was noted that there was a sizable piece of tissue attached to the tip of lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test, and the helix extends and retracts within specification. If information is provided in the future, a supplemental report will be issued.